Event description:
The patient reported the back of the pod was observed to be cracked, with a corrosive odor detected around the adhesive. This occurred while the pod was worn for between 36 and 48 hours on the patient¿s back, while they were at the beach. An unspecified alarm had occurred. No changes to blood glucose were reported. No further details pertaining to the event were available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone17.3, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.